Event description:
There is physiologic monitor display distortion when the host monitor receives overlapping alarm information from the remote monitor in the auto view on alarm (avoa) mode with the ge solar 8000i monitor and software version 5.3.avoa allows the nurses to care for a patient in one room and be notified of an alarming parameter from other patients in other rooms. The alarm data from a remote room is displayed at the bottom of the host room screen. When a remote bed alarms, the display of other beds in the care unit will split to show the alarming beds numerics.there is an intermittent problem where the remote alarming numerics of one patient will sometimes overlap the host bed numerics causing a ghosting or vibrating effect. Because the host display monitored values from the remote bed are overlapped it can appear as though the remote numerics are for the patient being monitored on the host monitor. Sometimes the menu box that pops up on the bottom of the screen that gives you the option of silencing the alarm or going back to the main menu will flash, also causing a shaking/vibrating effect on the host screen. The screen is difficult for the nurses to read when this happens.this problem has been verified in the ge lab.an itrack report was opened in 10/2006.a software upgrade to version 5.4 may correct this problem and is scheduled to be installed at this hospital in the next few weeks.====================== manufacturer response for monitor,physiological, solar 8000i======================since 2006 the problem has been reproduced and a software upgrade has been made available this year. Version 5.4